Event description:
Complainant alleged that during the medics monitoring of a pt's (age unknown) heart rhythm, the device display blanked out. The medics continued to monitor the pt's heart rhythm, through the device recorder. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.